Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, implant site fluid collection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old female patient underwent a primary breast reconstruction surgery with implantation of a 240cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient's left breast became swollen, painful, and firm. The skin of the left breast was erythematous. Computerized tomography scanning indicated left breast fluid collection in addition to drainage from the nipple. During an in-office visit with a medical professional, she was diagnosed with baker grade IV capsular contracture of the left breast and was also noted to have experienced worrying over past two weeks and feeling nervous, anxious, or on edge. As a result, the patient underwent unilateral removal and replacement with a left-sided 240cc mentor memorygel xtra breast implant on (B)(6) 2023. Upon removal, the device appeared opaque/white and no apparent infection was noted.

Manufacturer narrative:
On may 11, 2023, the mentor analysis lab received the suspect medical device for evaluation. On may 18, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant appears white. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).